Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, a "mechanical failure" occurred using the starclose se device. The method of how hemostasis was achieved was not reported. There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.